Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, interrogation of the device indicated that it had not triggered the elective replacement indicator (eri). Therapy availability was verified. The right ventricular tip terminal block was removed from the device and corrosion was found. Although this observation did not cause or contribute to the clinical observations in this case, it may indicate that there was not an adequate connection between the lead and this connector block via the setscrew.

Event description:
Boston scientific crm received information that this device was explanted during a device upgrade procedure. It was noted that noise was observed on the shock and the rate/sense right ventricular (rv) channels. Upon device explant, it was noted that these rv lead legs were reversed in the header of this device. No adverse patient effects were observed. This device was returned for analysis.